Event description:
Device issue: premature, partial deployment. Time of device issue: during the procedure. Adverse event: none. It was reported that the xceed stent delivery system would not advance in the sheath and it was observed that the stent was exposed approx 1-2 mm. There was no reported pt effect. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.